Manufacturer narrative:
The pump passed displacement test, self-test and active current test. Unit failed sleep current test. High sleep current isolated to pcba 1. Power error detected alarm due to j6 connector resistance issue. Power error detected alarm confirmed. Low battery alert less than 1 week not confirmed. The pump was connected to a test sensor and monitored without any connection interruptions. Lost sensor alarm not confirmed

Event description:
Customer reported via phone call that the insulin pump had did receive a low battery alert prior to the replace battery. Customer's blood glucose value was unknown at the time of the incident. Customer also reported that insulin pump had pump error alarm. The customer was assisted with troubleshooting. Customer will return device for analysis.